Event description:
It was reported that after 6 or 7 extension and retraction actions and repositioning attempts, the helix failed to extend. The lead was not implanted and another lead was used. Extended surgery time related to the helix failure on the lead was reported. No further patient complications were reported as a result of this event. Later reported the sensing was only around the 3 - 4 mv range "probably due to scar tissue" when in the rv apical region. After changing to a low septal approach, the physician found a position with sensing at 15mv and excellent pacing threshold. But then found lead tip had pulled away from this position and when attempted to reposition, unable to extend the helix.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that after 6 or 7 extension and retraction actions and repositioning attempts, the helix failed to extend. The lead was not implanted and another lead was used. Extended surgery time related to the helix failure on the lead was reported. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found, distal and defib conductors distorted, several conductors distorted, distal conductor blood/body fluid (not obstructed) and fracture (overstress), blood in/on helix/lobe mechanism (sleeve head), damaged at implant. Additional analyst comment - lead returned with the helix partially retracted, blood and tissue on it and the distal conductor distorted and fractured within the connector. Blood and tissue on the helix from dislodgement most likely caused the helix to not retract fully and the distal conductor then became distorted within the connector. Full lead returned and analyzed.